Manufacturer narrative:
After further review, this was found to be a non-reportable event. The event does not meet the definition of a reportable death or serious injury as the malfunction of the device did not cause or contribute to a patient death, a life-threatening event, permanent impairment of a body function or structure, required medical or surgical intervention to preclude serious impairment of a body structure or function. Additionally, the reportable malfunctions list indicates that the device in the reported incident would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, MFR# 3012307300-2024-07129 will be cancelled.

Event description:
It was reported that the device had a high pressure alarm. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. The most probable cause is that the positive end-expiratory pressure (peep) is out of specification or an o-ring in the input manifold. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.